Manufacturer narrative:
(B)(4). This device is included in the medical device correction, unretrieved device fragments models 3093 and 3889 interstim tined leads, educational brief/physician communication ((B)(6) 2010).

Event description:
It was reported that the lead was explanted after the trial period because the pt was not responding to sacral stimulation for constipation. During the explant procedure, the physician found a lot of fibrotic tissue. The back of the pt was opened centrally and the physician carefully started to pull the lead. The lead broke at the level of the radiopaque marker placed before the tines. The distal part of the lead with the tines and electrodes remained in the pt's body. A second operation was performed the next day under general anesthesia; the distal portion of the lead was completely removed. Per the reporter, the lack of response to the therapy was not related to the lead; the lead was functioning well. There was no injury to the pt.